Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/29/2024, it was reported by a sales representative via e-mail that an ar-8925ss syndesmosis tightropes inner trocar sleeve for k-wire of the tightrope was not fully cannulated. This was discovered during a syndesmosis tightrope. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. The photo provided confirms that the device is not cannulated. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a cause. The cause of the reported failure is a manufacturing issue, addressed in (B)(4).